Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose. The customer blood glucose level was 44 mg/dl at the time of incident. The customer reported other blood glucose level were 80 mg/dl, 179 mg/dl, 280 mg/dl, 364 mg/dl, 396 mg/dl and 274 mg/dl. Customer reported that the insulin pump alleging under delivery. Customer reported that they performed high pressure test and test was passed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose and high blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose and high blood glucose. Customer reported that auto mode feature was not active. Customer did not provide any symptoms regarding to low blood glucose and high blood glucose episode. Customer treated with insulin pump, manual injection and food. The customer was assisted with troubleshooting and declined for low blood glucose and high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Possible under delivery anomaly not confirmed. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. The test glucose sensor simulator bg level was lowered, the pump was monitored, and the alert on low and auto suspend activated properly. No unexpected auto suspend anomalies noted during testing. The insulin pump uploaded to carelink pro web and generated all nine (9) summary reports and a 14-day daily report without any errors. No unexpected error message or communication anomalies noted during the upload or report generation noted. The information for the week after (B)(6)2019 was found in carelink.(B)(4).